Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found that there were air bubbles in the ion-selective electrode (ise) syringe. He then replaced the sodium and reference electrodes. He also replaced the vacuum nozzle. He performed ise reagent primes and ise air purges. He performed precision tests and ise checks with successful results. The customer performed calibration and qc with successful results. The investigation is ongoing, h3 other text : na.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 results for one patient sample tested on the cobas 8000 cobas ise module (double). The initial result was reported outside of the laboratory. The doctor questioned the result which prompted the rerun of the patient sample. The initial sodium result was 151 mmol/l. The repeat result was 144 mmol/l. The repeat result was deemed correct.  The electrode lot number and the expiration date were requested but not provided.